Manufacturer narrative:
This device came in for a recall iui/ platen/ battery/ dim segment ¿ dom 2020 recall. The device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was affected for recall dim segment, replaced u4 on display board. This product is not affected by recalls iui/ platen. Replaced rear case assembly and mount rubber motor. A review of the device history record for sn (B)(6) was performed from 04/17/2018 to 09/09/2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings and the age of the device, service determined that the proximate cause of the reported issue was due to the recall iui/ platen/ battery/ dim segment ¿ dom 2020 recall. Also wear of the rear case - fluid ingress/ contamination. The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported an unspecified issue, "recalls iui/platen/batt/dimseg- dom 2020". There was no patient involvement.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported an unspecified issue, "recalls iui/platen/batt/dimseg- dom 2020". There was no patient involvement.